Event description:
(B)(4) - the customer stated that she sustained cuts and swelling to her hands. She has received new wheels, she is using a combination of hand rim and wheel tire to propel the wheelchair forward. She has little feeling in her hands. However, no product malfunction was alleged, and the new armrests were an accommodating attempt to help the customer to better use the wheelchair because she suffers from chronic inflammatory demyelinating polyoptithy (cidp).

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model xtra, serial number/date code (B)(4) is approximately four year old. The owner's manual part number 1026793 rev. D (sep-04) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6) female, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.